Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was not able to be review as the device serial number was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device was not returned for evaluation, the root cause for the calcification remains indeterminable. However, it is possible that patient related factors and progression of the underlying disease may have contributed to the calcification of this device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received additional information that an unknown 23mm aortic valve was disabled via a valve in valve procedure after implant duration of approximately nine (9) years and six (6) months due to calcification leading to stenosis and regurgitation. The 23mm transcatheter valve was successfully implanted and the patient was discharged home.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001.

Manufacturer narrative:
Device not commercially sold in the us but similar to device sold or marketed in the us.

Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that approximately nine (9) years, five (5) months post-implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis and regurgitation. As reported, conventional surgery was not recommended due to a complicated sternotomy. No additional details were provided.